Manufacturer narrative:
Date sent to the FDA: 4/6/2021. Additional b5 narrative: it was reported that the patient experienced discomfort and hernia recurrence following surgery. Corrected information: g1 - manufacturing site name and address.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent incisional hernia repair surgery on (B)(6) 2015 and mesh was implanted. It was reported that the patient underwent revision surgery on (B)(6) 2018 to ¿remedy an infection that occurred¿.to remedy the failure of the implant, noticed by the fact that the mesh was exposed and coming through her wound¿. It was reported that the patient experienced pain, stomach cramping, trouble digesting food and difficulty regulating bowel functions. No additional information is provided.